Event description:
It was reported that the case was completed, and then it was noticed that the device was missing the entire jaw containing the tissue pad. They used x-ray and also looked through all the trash and were unable to locate the jaw.

Manufacturer narrative:
Evaluation summary: the analysis results found that the ace36p device was returned with the tissue pad detached but present. Each device is visually inspected and functionally tested prior to shipment and damage of this magnitude would have been detected during this inspection and testing. However, the cause of this type of damage is currently being investigated. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.